Event description:
It was observed that during the device evaluation, the gastrointestinal videoscope had orange foreign matter attached to multiple places inside the channel. There were no reports of patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. The device evaluation found the gastrointestinal videoscope had orange foreign matter attached to multiple places inside the channel. Based on the results of the investigation, olympus confirmed foreign material came out of the device. After analyzing the components of the collected foreign matter, it was confirmed that it was organic silicone (derived from chemicals, antifoaming agents, etc.) And carbon compounds (derived from chemicals). It was not a component derived from the endoscope. A device history review revealed no issues that could have caused or contributed to the reported issue. The event is detectable by handling the product in accordance with the following IFU, IFU operation manual chapter 3 preparation and inspection section 8 inspection of function of combination with related equipment inspection of biopsy channel. The event is detectable by handling the product in accordance with the following IFU, IFU reprocessing manual ¿5.5 manual cleaning of endoscope and endotherarpy accessories.¿ should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor the field performance of this device.